Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not opening. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 clicked multiple times and was failed. A field service engineer (fse) identified that the latches were old, and in accordance with united states communication 1832, the fse replaced them. Upon powering up, the latch on door number two clicked multiple times. It was replaced with a new latch, but the new one failed to fire the solenoid. A second replacement was made, but then the latch on door number one failed to fire during testing. The controller card was then replaced, which resolved the issue, and all four doors began functioning normally. Then verified the operation via hardware test application. The system functioned as intended after the field service engineer repaired the device.